Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the during the implant procedure, the atrial lead exhibited undersensing of p-waves. During the procedure, implant detection started after the leads were connected with the device. The atrial sensitivity was 0.3mv. The sensing was changed to 0.6mv and complete undersensing occurred. The sensitivity was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.